Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the returned product identified slight foreign material around the threads and abutment/crown. The returned device was measured and an estimated length measurement was performed because crown was attached to the implant. The device verified to match DHR specifications. The reported device was located on tooth # 29 and was used for approximately 12 years, 9 months. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported infection and bone loss. The reported complaint of infection and bone loss could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes' , device manufacture date, evaluation codes and additional narrative.

Event description:
The clinician reported that the implant at tooth location #29 was removed and grafted due to infection and bone loss. As a result of this event the clinician reported pain and mobility. The patient will return for an additional appointment for a future implant placement.